Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced a pulmonary embolism (pe) and deep vein thrombosis (dvt). The patient presented with shortness of breath and near syncope and was found to have submassive bilateral pulmonary emboli with moderate right heart strain, as well as extensive left lower extremity dvt. The patient underwent foley catheterization, was hospitalized, and received catheter-directed thrombolysis via bilateral pulmonary artery infusion catheters. The patient was started on the anticoagulant medication eliquis. Computed tomography revealed that the reservoir was exerting mass effect on the left external iliac vein, resulting in severe luminal narrowing. The likely etiology of the dvt and pe is thought to be compression of the left external iliac vein by the reservoir. To reduce pressure on the iliac vein, urology recommended maintaining the prosthesis inflated at 50 percent, with a plan for revision surgery. The pulmonary embolism and dvt events remain unresolved at this time. No additional information was provided.

Manufacturer narrative:
Correction to h6: patient codes. Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
Model number/catalog number: 72404156. Serial number: n/a . Batch/lot number: unknown . Model/catalog description: reservoir 100 ml pc/iz. Unique identifier (UDI) #: (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review was unable to be performed as the lot number was not provided. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms of dyspnea, pulmonary embolism, patient problem/medical problem, thrombosis and presyncope are known risks associated with this device type and indicated as such in the instructions for use. A risk review was completed and confirmed that the event of dyspnea, pulmonary embolism, patient problem/medical problem, thrombosis, presyncope was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced a pulmonary embolism (pe) and deep vein thrombosis (dvt). The patient presented with shortness of breath and near syncope and was found to have submassive bilateral pulmonary emboli with moderate right heart strain, as well as extensive left lower extremity dvt. The patient underwent foley catheterization, was hospitalized, and received catheter-directed thrombolysis via bilateral pulmonary artery infusion catheters. The patient was started on the anticoagulant medication eliquis. Computed tomography revealed that the reservoir was exerting mass effect on the left external iliac vein, resulting in severe luminal narrowing. The likely etiology of the dvt and pe is thought to be compression of the left external iliac vein by the reservoir. To reduce pressure on the iliac vein, urology recommended maintaining the prosthesis inflated at 50 percent, with a plan for revision surgery. Several months later, the patient underwent a surgical procedure to remove the reservoir and place a new one in a high submuscular location. The event of dvt has been resolved; however, the pulmonary embolism remains unresolved at this time. No additional information was provided.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced a pulmonary embolism (pe) and deep vein thrombosis (dvt). The patient presented with shortness of breath and near syncope and was found to have submassive bilateral pulmonary emboli with moderate right heart strain, as well as extensive left lower extremity dvt. The patient underwent foley catheterization, was hospitalized, and received catheter-directed thrombolysis via bilateral pulmonary artery infusion catheters. The patient was started on the anticoagulant medication eliquis. Computed tomography revealed that the reservoir was exerting mass effect on the left external iliac vein, resulting in severe luminal narrowing. The likely etiology of the dvt and pe is thought to be compression of the left external iliac vein by the reservoir. To reduce pressure on the iliac vein, urology recommended maintaining the prosthesis inflated at 50 percent, with a plan for revision surgery. The pulmonary embolism and dvt events remain unresolved at this time. No additional information was provided.